Event description:
It was reported that when using the bd pyxis¿ medbank tower encountered a drawer offline message on the application, which prevented her from signing in while attempting to perform a medication issue. The customer attempted troubleshooting by remotely accessing the device, checking the network adapters, relaunching the application, and verifying that the error message was cleared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was offline. A technical support specialist (tss) had remoted into the device to investigate the issue. The tss checked the network adapters and confirmed that all settings were configured correctly. The tss relaunched the medbank application and verified that the error message had been cleared. The tss asked the user to sign in to confirm functionality, and the user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.